Event description:
Caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error code did not appear again, and the caller successfully started a new sensor session.